Manufacturer narrative:
(B)(4).

Event description:
A pt serum sample that was sent to the laboratory for (B)(6) testing was nonreactive on the gs hiv-1/hiv-2 plus o eia and (B)(6). A second serum sample two weeks later produced the same results. A third sample was collected 2 months later and was indeterminate by hiv-1 western blot testing. As documented in the literature, results of hiv antibody tests have been reported negative in persons with aids in rare situations. This may occur due to very high viral loads in the pt and antigen excess, resulting in low levels of detectable free antibody in the serum. Further data are needed to determine if this may be the case for this pt.